Event description:
It was reported that the customer's insulin pump alarmed and error during the manual prime process. Advised that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm as a result of a loose drive support disk. The device was returned with missing end cap sticker.